Event description:
Same case as: 2134265-2014-02007. (B)(6) clinical study. It was reported that vessel spasm occurred. On (B)(6) 2012, the patient presented due to stable angina and was referred for cardiac catheterization. Target lesion #1 was a de-novo lesion located in the mid left anterior descending (lad) extending to distal lad with 90% stenosis and was 28 mm long with a reference vessel diameter of 3 mm. The lesion was treated with direct stent placement using a 2.75 mm x 32 mm ion stent. Following postdilatation residual stenosis was 0%. Following stent deployment and post-dilation with a 3 mm x 15 mm quantum apex balloon catheter, spasm occurred. The patient was then treated with 225 micrograms of intracoronary nitroglycerin. Ten days post procedure, the patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore. A failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).